Event description:
It was reported that an ilet user experienced repeated occlusion alerts when approximately 88¿91 units remained in the cartridge, with a reported blood glucose of 260 mg/dl, and the pump frequently would not accept a completely filled cartridge after rewind, suggesting the pump advanced past the rewind step without fully rewinding. The user could resume delivery only after removing insulin to fit the cartridge, and the medical device problem and component could not be further specified based on available information. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed no findings available, and the medical device problem and device component remained with insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.